Event description:
Per the physician, the patient was explanted in 2009, due to a staph infection at the site of the implant. Reimplantation is planned when infection heals but had not been scheduled at the time of this report.